Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. UDI: (B)(4).

Event description:
It was reported by the affiliate that outside of an unknown surgical procedure, it was determined that the hd epscp device scope was scratched. During in-house engineering evaluation, it was determined that the device outer tube and distal tip were damaged, the illumination distal tip fiber was damaged, there were particulates optics under the distal lens, had cosmetic issue scratches/dents, the device was fractured, deformed/bent and was scratched/nicked. There was no procedure involved. No additional information was provided.